Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not been received. Without the returned device, a probable cause is unable to be determined. If the device is returned a supplemental report will be sent. D4: only di provided as lot number is unknown.

Event description:
The event involved a tego needle free hemodialysis connector where it was reported during a second 10ml flush to the one lumen, it would no longer flush through the cap. When the flush was disconnected it was noted the sealing mechanism of the cap was stuck open allowing blood to free flow. Line was quickly clamped before an adverse event could occur but was very concerned that the sealing mechanism/valve was not functioning. The caps were placed 2 days prior to the event. The device was removed, and the line was locked with heparin and dead-end caps. There was patient involvement, unknown patient harm.